Event description:
It was reported that after successfully treating the lesion with a cutting balloon, beta radiation and stents, the patient experienced chest pains approximately one half an hour after the procedure. The patient was brought back to the cath lab and it was discovered that the tip of the wire had fractured in a small branch of the "om". The tip had fractured during the procedure and gone unnoticed. No attempts were made at retrieval and the patient symptoms were managed medically. Patient status is listed as "okay".